Event description:
During the initial procedure, the target lesion was in-stent stenosis located in the mid left circumflex artery (lcx). A pre-intervention stenosis was reported as "total". After the lesion was pre-dilated with a 2.5x20 mm maverick balloon, a 2.75x28 mm taxus stent was deployed in the mid lcx distal to previously deployed stnet. A post-intervention stenosis of 0% and "normal flow" was reported. The patient received heparin and nitroglycerin during the procedure. The vessel was reported not to be tortuous. No information was reported concerning patient complications. The patient presented 186 days after the initial procedure with an in-stent restenosis in the mid lcx. A pre-intervention restenoiss was reported as "severe" following a ballon dilation with a 2.5x20 mm maverick balloon, a 2.75x33 mm cypher stent was deployed in the lesion. A post-intervention stenosis of 0% with timi grade iii flow was reported. The patient was reported to have tolerated the procedure without complications.